Event description:
As reported, patient presented with pain and instability and was scheduled for a right revision tka possible poly swap. Upon revision, the poly insert was removed and appeared to be broken into pieces posteriorly. The poly was not intact and showed abnormal wear. The metal femur and tibia implants were well fixed, and the patient obtained a poly swap after trailing with a crc size 13mm insert, a new crc size 3.5, 13mm poly was implanted. The patient was revised from an 11mm, 3.5 ++ poly to a 13mm 3.5 crc poly. The surgeon removed and irrigated out the parts/pieces from the knee. The patient left the or room stable. The poly and its pieces were contained, saves, and will be returned to manufacturer.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, right, sz 3.5 (cat # 02-010-03-0335, serial#: (B)(4)) three peg patella 32mm (cat# 200-02-32, serial#: (B)(4)) lgc tibial fit tray cem sz 3.5f / 4.5t (cat# 02-012-45-3545, serial#: (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, overall posterior slope of the tibial insert, and patient-related conditions, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years.